Event description:
A falsely elevated troponin I result of 8.97 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was retested and a result of 0.02 ng/ml was obtained. A new sample was tested and a result of 0.00 ng/ml was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin result was reagent probe misalignment and hm contamination.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was reagent probe misalignment and hm contamination. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.